Manufacturer narrative:
The event occurred in the us. It was reported that during patient treatment issues were present with erroneous pressure readings (arterial, internal and delta) from an hls-set. New information has been received on 2025-05-14 by the ssu/customer, that the involved patient passed away. The patient¿s family decided to discontinue the treatment, resulting in the patient passing away. As the patient passed away, a report is required. The affected product was not available for technical investigation as it was discarded by the customer. Thus, the exact root cause remains unknown. However, a medical review was performed by getinge medical affairs on 2025-06-02 with following conclusion: "the reported incident involves inaccurate pressure readings from a pre-primed hls set used during ECMO therapy. The chief of perfusion at the treating institution, suggested during a conference that fluid may have entered the white connector of the hls set prior to therapy, possibly contributing to the malfunction. The team reportedly attempted to clean the area before use. ECMO therapy began on (B)(6) 2025. No issues were noted during initial priming with plasmalyte, and no deposits or crystal formations were seen at the sensor port which may be in conflict with the previous suggestion of fluid intrusion in the port the absence of visible deposits or residue at the time of setup may suggest that intrusion may have occurred after ECMO initiation as intrusion was not identified during initial device inspection. While the circuit appeared clean at initiation, the discovery of blood upon disassembly raises questions about whether contamination may have developed sometime during support. The reported pressure issue was first observed on (B)(6), resulting in the replacement of the sensor probe (cable) on (B)(6). The reported behavior suggests the root cause may lie in either the cable itself or the internal sensor port of the hls set. Clots were not initially observed but were later found near the post-oxygenator membrane. Lab values on february 1 indicated stable parameters. The hls set was not replaced, but the sensor cable was exchanged twice. Elevated pint pressures reportedly correlated with physical disturbances of the cable, such as during blood sampling. No reduction in blood flow was observed. Clots were not initially observed but were later identified near the post-oxygenator membrane at the end of therapy. Laboratory values obtained on february 1 showed a hemoglobin level of 8.6 g/dl, hematocrit of 28%, d-dimer concentration of 12.21 microgram/ml, platelet count of 126 × 1 billion/l, and a ptt of 26.7 seconds. While these values appeared relatively stable for an ECMO patient, the markedly elevated d-dimer level may suggest early thrombotic activity within the circuit, despite the absence of visible clots at that time (1, 2). According to rajsic et al. (2022) (3), the recommended therapeutic range for the prevention of venous thromboembolism is 1.5 to 2.5 times the patient¿s baseline aptt (40¿80 seconds). A ptt of 26.7 seconds may have contributed to thrombus formation within the ECMO circuit. The hls set itself was not replaced during the ECMO run, but the sensor cable was exchanged twice. Elevated pint pressures were observed in correlation with physical disturbances of the cable, such as during pre- and post-oxygenator blood sampling. Despite these anomalies, no reduction in blood flow was reported, and the circuit continued to provide effective support. In conclusion, a product malfunction involving the internal pressure sensor of the hls set was likely, as evidenced by persistent inaccurate pressure readings despite cable replacement. However, this malfunction did not result in a loss of ECMO support or reduction in blood flow. That said, redundant pressure monitoring during was, assumedly, present via the part pressure from the hls disposable. Notably, the first pressure anomaly was reported on february 1¿nine days after ECMO initiation on (B)(6)¿indicating that the hls set initially performed as expected. The subsequent discovery of blood residues on the device upon disassembly suggests that contamination of the internal pressure sensor port may have occurred while therapy, potentially contributing to the observed behavior. The patient¿s clinical course ultimately ended with withdrawal of care at the family¿s request. While thrombotic events may have contributed to overall morbidity, the decision to withdraw care appears to be influenced by broader clinical or ethical considerations. Based on available information, the patient¿s expiration was not influenced by the device malfunction. The following is a quote from the initiating complaint indicating apparent synchrony with the above opinion on device influence: "ecls coordinator at (B)(6) hospital, mentioned they are having issues with erroneous pressure readings from an hls on a patient. It is not negatively impacting the patient or level of care, no patient harm." According to the instruction for use (hls set, chapter "preparation and installation") the pressure sensors have to be checked before priming. In general, it should be noted that pre-priming can have a negative impact on the sensor function and the associated pressure values and can lead to the output of unexpected / implausible pressure values shortly before use, as indicated in chapter "priming the system", where it says "only fill the system shortly before use and in accordance with the priming instructions. Calibration values are lost when the drive unit is switched off". Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In addition, within the chapter ¿priming the system¿ it is written not to pre-prime the circuit too early. Based on the results the reported failure "pressure issues" could not be confirmed. The production records of the affected product were reviewed on 2025-06-04. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed an no abnormalities in regard to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regard to the reported failure. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided. Therefore, it is not possible to identify the set lot number of the device in question and therefore its UDI number.

Event description:
Complaint ID # (B)(4).

Event description:
It was originally reported that during patient treatment issues were present with erroneous pressure readings (arterial, internal and delta) from an hls-set. The affected hls set was discarded. On 2025-04-16 the information was received that the family had decided to discontinue treatment. However, there is no information on death or serious injury. As a pressure reading issue can lead to a pump stop, if the intervention is set by the user. Complaint ID #(B)(4). New information was on 05/14/2025 by the ssu/ customer, that the involved patient passed away. The patient¿s family decided to discontinue the treatment, resulting in the patient passing away.

Manufacturer narrative:
Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided. Therefore, it is not possible to identify the set lot number of the device in question and therefore its UDI number.